Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable electrode was explanted and replaced due a fracture on the electrode that led to noise and oversensing. Additionally, insulation issues were observed. It was also found that the sutures that anchored the electrode were no longer holding it. Another electrode was implanted instead. This electrode is expected to be returned for analysis. No further adverse patient effects were reported